Event description:
The pump was returned to animas and was investigated by product analysis on (B)(6) 2013. Investigation found contamination under the keypad button contacts. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the keypad symbols were found to be worn but the keypad was found to be fully intact with no peeling or other damage noted. The buttons were found to be responding normally to presses. The keypad was removed and contamination was observed under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.